Event description:
Wife called to report customer's death. The last blood glucose reading was 240 mg/dl. Caller stated that customer had heart failure and the doctors did not catch the fluid buildup and kidneys shutdown. Customer had one final dialysis treatment before he passed away. Cause of death was heart and kidney failure. The insulin pump was removed as soon as the customer was hospitalized. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.